Manufacturer narrative:
On 20-may-2021 product investigation results: no manufacturing cause identified based on investigation.

Event description:
Rub and irritate my vagina [vulvovaginal discomfort]. Tampons irritate vagina while wearing them [medical device site irritation]. Braided string on tampons is not braided [device physical property issue]. String on tampons shred [device breakage]. Consumer e-mail stated the braided strings of the tampons were not braided and would shred while wearing them. No serious injury was reported.

Event description:
Rub and irritate my vagina [vulvovaginal discomfort]. Tampons irritate vagina while wearing them [medical device site irritation]. Braided string on tampons is not braided [device physical property issue]. String on tampons shred [device breakage]. Consumer e-mail stated the braided strings of the tampons were not braided and would shred while wearing them. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Rub and irritate my vagina [vulvovaginal discomfort]. Tampons irritate vagina while wearing them [medical device site irritation]. Braided string on tampons is not braided [device physical property issue]. String on tampons shred [device breakage]. Consumer e-mail stated the braided strings of the tampons were not braided and would shred while wearing them. No serious injury was reported.